Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter. (B)(4). As catalog # is unknown it could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Additional information received january 30, 2017: it is alleged that pt suffers from the inability to retrieve the device. Patient outcome: it is alleged that patient was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog # unknown but referred to as a cook celect filter. As catalog # is unknown it could be either k061815, k073374 or k090140. (B)(4). Summary of investigational findings: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pt suffers from inability to retrieve the device." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Additional information received 30jan2017: it is alleged that "[pt] suffers from the inability to retrieve the device." Patient outcome: it is alleged that patient was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter as catalog number is unknown it could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter at (B)(6) on (B)(6) 2011." Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 01/15/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2011 to prevent pulmonary embolism. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred as of 01/15/2016. The plaintiff alleges device is unable to be retrieved.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "device is unable to be retrieved. Updated sfc.¿. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is alleged that "[pt] received a cook celect filter at the (B)(6) medical center, (B)(6) on (B)(6) 2011. Dr. (B)(6) placed [pt's] filter". Additional information received january 30, 2017: it is alleged in the pending lawsuit that pt suffers from the inability to retrieve the device. This additional information was received on 01/15/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2011 to prevent pulmonary embolism. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred as of 01/15/2016. The plaintiff alleges device is unable to be retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.